Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, dry, itchy rash under the lifevest. It was reported that the patient had a known allergy to nickel. The patient's physician prescribed the patient prednisone for the reported skin irritation and instructed the patient to allow the rash to air out. The outcome of the rash is not known. There was no allegation that a device malfunction caused or contributed to the reported rash.